Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a single pen needle with no cap or teardrop label for identification. The pen needle was tested for clogs via simulated use. It was attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needles without any issues. Pen needle DHR batch 9259246 was reviewed. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. As per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No quality notification was raised on past 12 months on similar non-conformance. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles, 32g x 4mm mail order insulin was unable to be completely delivered during injection. The following information was provided by the initial reporter: it was reported that insulin stopped flowing during injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles, 32g x 4mm mail order insulin was unable to be completely delivered during injection. The following information was provided by the initial reporter: it was reported that insulin stopped flowing during injection.